Event description:
It was reported that the pump incision was infected approximately 4 weeks after implant. The hcp did not want to fill the pump until the infection cleared. The pump was reprogrammed to minimum rate. The patient experienced feeling "over-medicated." A follow-up report will be sent if additional information becomes available.